Event description:
It was reported that this right ventricular lead exhibited loss of capture during the elective procedure to replace the associated competitive implantable pulse generator. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.